Event description:
A report was received that the patient will be explanted due to sharp pains in her back instead of stimulation. The physician does not suspect any malfunction and the device is working properly.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2318-50 serial # (B)(4) description: linear lead, 50 cm with pre-loaded 0.012 inch stylet; model # sc-1110 serial # (B)(4) description: implantable pulse generator (ipg).

Event description:
A report was received that the patient will be explanted due to sharp pains in her back instead of stimulation. The physician does not suspect any malfunction and the device is working properly.

Manufacturer narrative:
Additional information was received that the patient was explanted and the patient was reportedly doing well following the procedure. Product analysis indicated that both leads were intact and no parts were missing. The ipg was analyzed and passed all tests. The ipg exhibits normal device characteristics.